Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility to perform, an evaluation and repair of the suspect device. The fse confirmed the reported problem and replaced the power switch to resolve the reported problem.

Event description:
Olympus was informed that the clv-190 power switch was broken and the unit would not power on. The reported problem was found while reprocessing equipment following a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was related to the power switch design.